Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer alleges that the right motor will go into free wheel while driving.